Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted during testing. No moisture damage was found on the electronics, motor, battery tube, or vibrator. The pump was received with a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a broken belt clip slot, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is unknown.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.